Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed power loss. Customer's blood glucose was unknown at the time of the incident. It was reported that the battery had to be changed every thirty minutes. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent to the customer but there was no report of whether or not the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed pump error 25 and power loss alarms were triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.